Event description:
The reporter indicated that the following observations were seen during a follow-up visit: 1) the pacemaker manufature date has changed; it did read 1997, and it now reads 1994. 2) the intrinsic rate show pacing within 60-70 ppm, yet the sensor determined rates (in ddd) show 90-110 (50%) and 140-280 (50%). 3) the tta counter shows 65,535 activations within about 10 minutes. A printout from a previous follow-up visit shows 16,777,215 activations.